Event description:
Information received from the field does not address the patient's clinical status but notes dashes (---) were noted for parameters. A software download was unsuccessful and the device was replaced.